Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. He changed the battery and the display went blank but the insulin pump was still making a high pitched noise. Blood glucose value was 258 mg/dl. He was unable to troubleshoot at the time and called back the next day. He explained that the insulin pump was dropped when changing the infusion set. Blood glucose value at the time of the call was 180 mg/dl. The customer stated that the battery cap, compartment and spring were not damaged or corroded. He stated that the display did return but then turned black and the buttons would not respond. He confirmed that the device was not exposed extreme temperatures. The screen remained black after stabilizing at room temperature. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.